Manufacturer narrative:
(B)(4).

Event description:
Additional information: the index procedure was performed on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Correction: the index procedure was on (B)(6) 2015.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implanted date estimated. There was no reported device malfunction and the product was not returned. Angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Iit was reported that the patient had a 3.0 x 38 mm xience alpine stent implanted and was re-admitted in less than 30 days from the date of implant. The patient presented with angina and was treated with percutaneous transluminal coronary angioplasty (ptca). There was no adverse patient sequela. No additional information was provided.